Manufacturer narrative:
Implant date entered is an estimated date. Only the year of implant was known.

Event description:
It was reported that the patient underwent a surgical procedure to remove this ambicor penile prosthesis (app) due to cylinder aneurysm. A new spectra penile prosthesis (spp) was implanted in its place. No patient complications were reported.